Event description:
It was reported that the field representative was contacted to turn tachy therapy off for hospice care for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation, a battery depletion (bd) was observed. A request was made for disk analysis. Engineering analysis confirmed that the error was a result of prolonged magnet application. Technical services informed the bd code can be cleared. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative was contacted to turn tachy therapy off for hospice care for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation, a battery depletion (bd) was observed. A request was made for disk analysis. Engineering analysis confirmed that the error was a result of prolonged magnet application. Technical services informed the bd code can be cleared. At this time, the device remains in service. No adverse patient effects were reported.